Event description:
Health professional reported a lap-band port leak first noticed when pt reported a hunger, loss of restriction and weight gain. The leak was noted on the band as "more posterior, was not in proximity of any sutures on the inner lining of the lap-band system." The lap-band system was explanted and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Inadequate weight loss and vomiting are addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. "Caution: insufficient weight loss may be symptom of inadequate restriction (band too loose) or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate." (B)(4).